Event description:
It was reported that customer received a temperature alarm on pump and was unable to find when alert occurred in pump history, and customer stated he would call back after charging pump to show alert. There was no reported impact to the customer¿s blood glucose level. Customer was unable to troubleshoot while at work and did not respond to follow-up attempts, so no additional information was received regarding the outcome of the event and case was closed by Technical Support.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown.